Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the flare had detached, and the key tube was found outside the dongle assembly. The condition of the returned device was consistent with the complaint that the sheath had detached and the snare loop could not be extended; the complaint was confirmed. The detached flare prevented device actuation. Since the complainant did not uncoil the device completely per the directions for use, the most probable root cause of this failure is user error. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the snare loop could not be extended from the sheath because the sheath had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop could not be extended from the sheath because the sheath had detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.